Event description:
Healthcare professional reported "rupture and implant exchange". This record is for the left side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ gel fracture: not observed through visual inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and implant exchange". This record is for the left side. The device has been explanted and replaced. The device will be returned.

Event description:
Healthcare professional reported "rupture and implant exchange". Healthcare professional reported "fractured implant, shell intact, capsular contracture", ¿mild grade 2/3 capsular contracture¿ and "significant gel fracture/shell creasing which created two perpendicular creases on the anterior surface". This record is for the left side. The device was explanted and replaced. The device was returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.